Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be removed, a worn uso seal, worn dso seal, and scratched lcd lens. There was no evidence in the device's event history log. Functional testing was performed. Upon review, the reported problem was duplicated. The root cause was unable to be duplicated; however, the most probable cause is collapsed expulsor foam from possible contamination. The expulsor foam, expulsor, and the valves were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing, the pump exhibited evidence of over-infusion. The reporter stated that there were two discrepancies. The pump was programmed to deliver 4ml/hour for 5.6 hours and the pump read 22.35ml infused. Per the reporter, the volume actually infused was 25.5ml which was a 14.1 percent variance. There was no patient involvement; no patient adverse effects.